Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2015 due to liner wear, elevated metal ion levels, and pain. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 3 states, "pain and/or loss of function." Number 11 states, "fretting and crevice corrosion can occur at interfaces between components." Number 30 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues. The debris can cause soft tissue necrosis and adversely affect the results of revision surgery." Number 31 states, "pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopedic surgeon."

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2015 due to liner wear, elevated metal ion levels, and pain. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted the patient was revised on (B)(6) 2015 due to pain and evidence of trunnion corrosion. The operative report further noted a pseudotumor, necrotic tissue and bone, and a stable cup during the procedure. The head and liner were removed and replaced.